Event description:
It was reported that the insulin pump alarmed button error and buttons unresponsive. Customer's blood glucose was 396 mg/dl. Customer stated was sleeping at the lake but insulin pump was not exposed to water or dropped. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no escape and act buttons response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.